Manufacturer narrative:
Device is a combination product. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with unstable angina. Following the successful stent placement, final angiography was performed which revealed the plaque extrusion was noted which led to a slight filling defect on the proximal side of the stent and was treated by bivalirudin. Two days later the patient was found unresponsive with shallow breathing, lying supine on floor with CPR in progress and good chest compression noted by ems. In the emergency room, subject was given shock with AED, epinephrine ((B)(4)) was administered and CPR was completed for 5 minutes. Continuous compression was noted and compressor was switching every two minutes. Once again, 2nd epinephrine was administered with continued CPR for 2mins and was shocked at 200 joules. Pulse rate were started showing 148/108. However, after some time the pulse went back to asystole even after continuing CPR and epinephrine.

Event description:
It was reported that following a stenting treatment procedure, cardiorespiratory arrest occurred. In (B)(6) 2013, the target lesion # 1 was located in mid right coronary artery with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.75 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 3.50 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged one day post procedure on aspirin and clopidogrel. The patient died two days post procedure due to cardiorespiratory arrest.